Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The device log showed multiple low glucose alarms, urgent low glucose alerts, insulin occlusion alarms, and an infusion set change alarm on (B)(6) 2025 consistent with the reported low blood glucose event. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related factors, including changing the insulin cartridge without disconnecting the infusion set or performing a rewind, which likely contributed to the insulin delivery issues and subsequent hypoglycemia.

Event description:
On 16-may-2025, a user reported being hospitalized due to a low blood glucose (bg) event that occurred on (B)(6) 2025. The user stated that after changing the insulin cartridge without disconnecting the infusion set or performing a rewind, they experienced a drop in bg and experienced symptoms consistent with hypoglycemia. The user was transported to the hospital by ambulance where they received glucagon treatment and discharged the following day. No long-term health effects were reported.